Manufacturer narrative:
(B)(4) code was used to denote surgical intervention and dft testing.

Event description:
Additional information was received that defibrillation threshold (dft) testing was performed due to the rise in shock lead impedances, however testing was unsuccessful so the physician decided to program the current system off and replace it with an subcutaneous implantable cardioverter defibrillator. There were no plans to explant the system at this time. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. The lead remains in-service. No adverse patient effects were reported.